Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. Two clips were implanted, reducing mr to a grade of 1-2. On an unknown date in (B)(6) 2024, before the patient was discharged imaging showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2025, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2.